Event description:
It was reported that during service at the manufacturer the core universal driver ran in reverse while in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the pin holder and sockets. The reverse trigger was worn.